Manufacturer narrative:
No product was returned to manufacturer. We are unable to confirm the reported complaint. Serial number was not provided. Unknown manufacturing date. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
(3/4, reference (B)(4) for related complaints) (documenting pump #2) per email: she's returning free flow cassette w lot number below. One pump returned with 9% and one with 8% residual. She put cassette on new pump and it alarmed no disposable immediately. No additional information available.